Event description:
Meter name: one touch profile. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: lethargic, sleepy, thirsty, and drowsy. A pt reported they contacted the doctor. Their meter allegedly was inaccurately low. The result on their meter was 111 (no units). The result on the lab was 300 (+) no units. The time difference between pt's meter and lab was unknown. Pt was not treated. No further info has been reported.